Manufacturer narrative:
Lot serial number readable UDI (B)(4). Additional device in event: lot serial number readable UDI (B)(4).

Event description:
On (B)(6) 2015, a patient underwent treatment of an iliac aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system and gore excluder iliac branch endoprostheses. Six months following the procedure, a computed tomography scan showed a type ib endoleak. The contralateral leg component which was used to bridge the trunk-ipsilateral leg component to the proximal end of the iliac branch component, was nearly separated. On (B)(6) 2015 an additional contralateral leg component was implanted as a new bridge and the endoleak resolved. The patient did well following the procedure.

Manufacturer narrative:
The following device was not involved in this event: lot serial number readable UDI (B)(4). The following device was involved in this event: lot serial number readable UDI (B)(4).

Event description:
On (B)(6) 2015, a patient underwent treatment of an iliac aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. A contralateral leg component was used to bridge the trunk-ipsilateral leg component to the iliac branch component. Approximately six months following the procedure, a computed tomography scan showed a type ib endoleak in the contralateral leg component. The iliac branch component was nearly separated from the contralateral leg component. On (B)(6) 2015 an additional contralateral leg component was implanted as a new bridge and the endoleak resolved. The patient did well following the procedure.